Manufacturer narrative:
The following new information was received (B)(6) 2011: (B)(6). Additional information for sample 3 was provided: the patient associated with sample 3 is a (B)(6) female. Erroneous estradiol results were not reported outside the laboratory.

Manufacturer narrative:
A specific root cause was not identified. No indication of a reagent issue was found. Instrument maintenance was performed according to recommendations. No instrument malfunction was observed. Based upon information provided, the issue was possibly instrument operator dependent. The issue improved significantly when the instrument operator was changed. No adverse events were reported.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable estradiol results for an unknown number of patient samples generated from a cobas e411 rack analyzer, serial number (B)(4). According to the customer, this was a "long-standing" issue. Results for 205 samples were provided, six results were discrepant. Sample 1, initial result was 30 pg/ml. The first repeat result was 52 pg/ml. The second repeat result was 26 pg/ml. Sample 2, initial result was 22.4 pg/ml. The repeat result was 35.4 pg/ml. Sample 3, initial result was 65.3 pg/ml. The first repeat result was 35 pg/ml. The second repeat result was 41 pg/ml. Sample 4, tested (B)(6) 2011, initial result was 38.7 pg/ml. The repeat result was 51.4 pg/ml. Sample 5, tested (B)(6) 2011, initial result was 33.2 pg/ml. The repeat result was 44.3 pg/ml. Sample 6, tested (B)(6) 2011, initial result was 21.3 pg/ml. The first repeat result was 27.3 pg/ml. The second repeat result was 30.4 pg/ml. No adverse events have been alleged regarding the discrepancies.